Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. The device serial number and manufacturing date were not provided.

Event description:
A consumer reported that a philips sonicare diamondclean prestige 9900 powered toothbrush caught fire while charging. No injuries or property damage were reported.